Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level of 22.6 mmol/l. The customer also stated that sensor had lost of sensor signal . Customer declined to troubleshoot for high readings. The device will not be returned for analysis.